Manufacturer narrative:
Patient information is unavailable. Device lot number and expiration date are unavailable. Device manufacture date is dependent on lot number, thus is unavailable.

Event description:
It was reported that during a complex extraction of 17 year old pacing leads, a glidelight device was used with 2 lead locking devices (lld) to be used for traction. Reportedly, some resistance to the laser was noted in the mid-svc, followed by a drop in blood pressure. Pressure recovered with withdrawal of the laser sheath and administration of 250ml fluid. Further attempts at extraction then proceeded and led to the extraction of the leads with the 14fr laser sheath, but again profound hypotension was noted. The hypotension was resolved with fluids and the patient was transferred to the coronary care unit. A chest x-ray was performed, which showed a large left pleural effusion. A chest drain was placed and the patient made a good recovery. No further details are currently known.